Manufacturer narrative:
Carefusion complaint #: (B)(4). Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it is alarming high fio2. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting but the 60% fio2 calibration point was under specifications. The component was recalibrated and resolved the found in service issue.